Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device shuts down when charging to 360 joules. The complainant indicated that there was no pt involvement in the reported malfunction.